Event description:
The information received from the account states that, this male patient was presented to the interventional lab for repair of a lesion located in the right popliteal artery. There was no information as to the characteristics of the lesion, and where the physician made access to the patient. The stent was inserted over a guidewire, through a 7fr. Brite tip sheath and placed at the lesion. Upon inflation of the balloon with an indeflator (guidant), the balloon burst at below 10 atmospheres. The balloon was safely removed from the patient, and the procedure was completed after a stent was placed at the lesion. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.